Event description:
During a unicondylar knee replacement case on (B)(6) 2011. The rio system was receiving a connection error. The surgeon decided to converted the surgery to a total knee arthroplasty.

Manufacturer narrative:
There are two incidents that occurred during the case. First, someone in the operating room tripped on the main power cable to the rio - it was momentarily pulled out of the outlet then reinserted. This caused the ups to momentarily switch on. This was verified by the mps and the log message ups error: error code <-112> (main power failure). The ups power level did not drop significantly because the main power was restored immediately. Shortly following this error a camera connection issue occurred which was noticed because the trackers were not visible to the application. It is possible that the power cord and the camera cord were both tripped on, however the makoplasty specialist does not recall tripping on the fiber optic cable. The fiber optic connectors were checked to see that they were tightened securely and nothing abnormal was noticed. The mps performed a hard shutdown which did not rectify the issue. The case was cancelled. In post testing they cleaned both connectors of the gud - rio fiber optic cable (male and female), this established a connection 6 of 7 times.